Event description:
Customer reported the insulin pump had been alarming no delivery since last night. Customer's blood glucose was 180 mg/dl when issues started. Customer stated the insulin does come out when she manually pushes insulin through tubing with plunger. Once customer does manual prime on the device it alarms. Customer stated this was the second time customer has changed infusion set and reservoir to resolve issues. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.